Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received eight photos for 24ga x 0.75in. Insyte autoguard units. One dispenser box is displayed in the provided photos with the information: ref: (B)(4) bd insyte autoguard 24ga x 0.75in. Lot: 2210225 made in USA. The international label on the dispenser box was also labeled with this part and lot number. However, the labels on the unit packaging had the information: ref: 388412 bd insyte 24ga x 0.75in. Lot: 2297556 made in singapore. No more than 40 units packages were shown in the photos. The dispenser box should contain 50 units. The reported issue was confirmed as the product and lot numbers appear to have been mixed. The product was likely mixed outside the bd USA sandy manufacturing site and may have been mixed outside bd control. This most likely did not occur in the sandy location since those units are not manufactured in sandy; this may have occurred during the shipping, handling, and labeling process outside bd control. No other similar complaints from this lot were reported for this issue. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the carton of bd insyte¿ autoguard¿ shielded IV catheter had incorrect products in it. The following was received by the initial reporter: verbatim: the customer reported that the shelf carton contents were incorrect products. When the insyte autoguard carton was opened and checked, it contained insyte.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the carton of bd insyte¿ autoguard¿ shielded IV catheter had incorrect products in it. The following was received by the initial reporter: verbatim: the customer reported that the shelf carton contents were incorrect products. When the insyte autoguard carton was opened and checked, it contained insyte.